Manufacturer narrative:
The customer reported that the phaco handpiece had no phaco power and overheated. There was no reported patient harm. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet alcon specifications per manufacturing test procedure (mtp). The handpiece was found to meet manufacturers specifications. Therefore, testing was not able to confirm the customer reported event. The phaco handpiece was manufactured on may 6, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that a handpiece presented no ultrasound. Timing of the event and patient impact are unknown additional information has been requested but not received to date.